Manufacturer narrative:
The monitor was tested with a spo2 sensor simulator. The yellow alarm was triggered when the value fell below the alarm limit. Draeger service confirmed the customer was running software version vf7.3 on the delta monitor. This software version does not have the red spo2 desaturation alarm setting option which was added to software version vf8.4 and in subsequent releases. The delta software was upgraded to version vf10.1 which has the red spo2 desaturation alarm setting option. There was no device malfunction. Root cause was determined as a user error where it was assumed that the involved device had the spo2 desaturation alarm setting feature and that it was enabled. This is an isolated case. H3 other text : see h10.

Event description:
It was reported that a patient was monitored with the spo2 parameter on an infinity delta monitor connected to an infinity centralstation (ics). The monitor did not give a red [spo2 desaturation] alarm when the oxygen saturation dropped, only a yellow [spo2 below lower limit set] warning alarm. After examining the ward, we found that the spo2-desat-gw setting option is not available on the monitor in question due to the software. All other monitors in the network have a higher software where the desat setting is possible. The patient was resuscitated and is in the ICU with hypoxia. The logs on the central station were saved. Note that the red spo2 desaturation alarm feature sets a threshold at which point a desaturation alarm of high priority is triggered. For example, if the lower alarm limit for spo2 is set at 95% and the desaturation limit is set at ¿5, the desaturation alarm will be triggered when the patient¿s spo2 value goes below 90%. This feature is available for all patient categories and is protected by a clinical password.